Event description:
This is a report of a patient who observed moisture on the outside of their patient line. The moisture was observed during troubleshooting for an unrelated alarm on the homechoice (hc) that occurred during prime. The patient was advised to start therapy over using new supplies. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. A visual inspection was performed with an issue noted not related to the reported condition. A leak test, clear passage test, and clamp function test were performed with no issues noted. The device was run through a simulated therapy and did not pass testing due to an unrelated condition. The reported condition could not be confirmed via the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted for potentially associated lot numbers h13h30088 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample has been received but analysis has not begun. Upon completion of the evaluation will be performed to investigate the cause of the reported leak. Should additional relevant information become available, a follow-up report will be submitted.